Manufacturer narrative:
Manufacturer's report date: 03/16/2011. (B)4). The customer's complaint of cut tubing was confirmed. A leak was noted from a large split in the silicone pumping segment tubing, level with the shoulder of the upper pumping segment component. Severe damage and stress marks were noted on the upper fitment. The cause of the split in the silicone is unk.

Event description:
The user reported that the segment below the blue connector was found cut during use. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident.